Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 207, 228 and 225 mg/dl. The customer's expected fasting blood glucose test result range is 100-120 mg/dl. Customer stated the truemetrix meter is reading 70 points higher than his doctor's handheld meter; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The customer stated he is storing his meter and test strips in a medical bag which he takes with him when he leaves the house. The test strip lot manufacturer's expiration date is 01/13/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).